Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported keypad issues. The keys that were reported as not working were responding intermittently, caused by a failed keypad. The keypad was replaced. Baxter had initiated a CAPA to further investigate this issue.

Event description:
It was reported that the #1, #2, and #3 keys were not working on a spectrum pump. It was also reported that there was no pt involvement.